Event description:
This complaint is now reportable based on the analysis completed on 01/23/2007. It was reported that during a coronary drug eluting stenting treatment procedure the 2.50x20mm taxus liberte drug eluting stent (des) was unable to cross the 100% stenosed, severely calcified and moderately tortuous right coronary artery (rca). The lesion was predilated with a 2.5x15mm non bsc balloon. The procedure was completed with a different device with no patient complications reported. However, returned product analysis revealed that the hypotube had broken approximately 53.5cm distal from the catheters strain relief.

Manufacturer narrative:
Visual and microscopic examination of the device revealed that the hypotube had broken approximately 53.5cm distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. This type of damage is usually consistent with excessive force being applied to the device upon meeting some form of restriction during delivery. A review of the shop floor paperwork found that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown.